Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) (B)(6) results. The customer provided the following results data: (B)(4). There was no adverse impact to patient management reported.

Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device alinity I havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.